Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer provided a blood glucose (bg) level of 397 mg/dl; however, also indicated that bg was elevated in the past. The customer declined assistance from tandem technical support regarding the issue and did not provide additional information.